Event description:
After checking my blood sugar before driving as is my habit and affirming it was in a safe range, I was driving home and had an extremely rapid onset of symptoms of pending hypoglycemia (my glucose sensor had not alerted that a low was predicted). I was able to get off the main road onto a dead-end side road and put the car in park, then became unconscious. About 15 minutes later, I regained consciousness, the car had moved ahead into a fork in the road into an area of dense shrubs and trees, I was able to take some glucose tablets, and called 911. When first responders arrived, I was transported by ambulance to the nearest emergency room, where I was treated and released several hours later. On (B)(6), prior to the accident, I had noticed that the pump had gone through a couple of batteries very quickly, the plastic at the bottom of the battery housing had turned brown as though it was getting too warm, and I had contacted the local medtronic insulin pump rep requesting her assistance in facilitating an upgrade,to which she responded positively. However, I had heard nothing further from her prior to the accident and the pump had seemed to be working appropriately. The first loaner pump I received via my endocrinologist's office (also a medtronic) had a motor error on (B)(6) 2017 so could not continue to use it safely. I received a second loaner pump via my endocrinologist's office and a medtronic trainer, and used it until I received a continuation of therapy pump on (B)(6) 2017 (which the medtronic rep had indicated she would have overnighted on (B)(6) 2017 but did not). Pursuantly, several weeks later, on 09/11/2017, medtronic issued a recall of infusion sets; all of the ones I had in my possession were included in the recall: http://www.medtronicdiabetes.com/customer-support/product-and-service-updates/notice7-letter. Please note that prior to this incident, I never had a hypoglycemic episode for which I needed assistance in treating nor any which caused me to lose consciousness. Medtronic is apparently having difficulties with providing enough sensors for the new pump which I have been prescribed by my endocrinologist, and are indicating that they cannot deliver the system (consisting of both the pump and the new sensors) until probably sometime in (B)(6). I have been told different reasons by different medtronic representatives about why (i.e. We are behind on manufacturing, we are building a new manufacturing plant, our manufacturing plant is in puerto rico and got destroyed by hurricane irma), so I don't really know the true reason. The pump I was using at the time of the accident is a medtronic minimed paradigm 551 5213 serial (B)(4).